Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of low blood glucose of 46mg/dl and treated with food. Customer indicated that their blood glucose value was 75mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. The nurse indicated that the customer's mother will call back for further troubleshooting. No further details given.